Event description:
It was reported that during a routine follow-up, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise, oversensing, and inappropriate shocks. The electrode was suspected of damage. The amplitude was low on all vectors despite 2x gain and the software feature smart pass was off. This patient wanted to go home prior to the physician reporting this event to the local boston scientific representative therefore, no troubleshooting was able to be perform. No additional adverse patient effects were reported. This s-ICD and electrode remains in-service.

Event description:
It was reported that during a routine follow-up, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise, oversensing, and inappropriate shocks. The amplitude was low on all vectors despite 2x gain and the software feature smart pass was off. This patient wanted to go home prior to the physician reporting this event to the local boston scientific representative therefore, no troubleshooting was able to be perform. Boston scientific technical services was able to review data in camelion and the portable document format (pdf) that were sent, provided troubleshooting options and recommended system replacement. Subsequently, this electrode was explanted and replaced. No additional adverse patient effects were reported. This product was returned for analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Visual inspection revealed no abnormalities. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. An x-ray was performed and found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a routine follow-up, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise, oversensing, and inappropriate shocks. The amplitude was low on all vectors despite 2x gain and the software feature smart pass was off. This patient wanted to go home prior to the physician reporting this event to the local boston scientific representative therefore, no troubleshooting was able to be perform. Boston scientific technical services was able to review data in camelion and the portable document format (pdf) that were sent, provided troubleshooting options and recommended system replacement. Subsequently, this electrode was explanted and replaced. No additional adverse patient effects were reported.